Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 7.3 mmol/l, compared with the sensor glucose reading of 3.4 mmol/l. The customer also reported a change sensor alarm. The customer performed the watertight test and it passed. The customer performed the self-test and it passed. The customer declined a replacement sensor.